Manufacturer narrative:
Evaluation summary: due to the outbreak of covid-19 the product is currently not available for return. If the product becomes available in the future the case will be reopened and analysis carried out. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. There were no assembly or component issues identified. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in endoscopic surgery, there was a problem in the treatment of the rectum, the handle and the staple were separated, and the cutting was not completed after the staple was closed. After that, the treatment was carried out on both sides of the anastomosis, one side was cut , the other side was clipped with pliers, and the other side was clipped with scissors. Since the above operation could not be carried out under the endoscope, it was converted to laparotomy for treatment, thus extending the operation time by four hours. It was also reported that the incision was extended by more than 1 inch.